Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stents was implanted in the 2nd obtuse marginal. Approximately 4 months post procedure, patient suffered right lacunar stroke and was treated with medication change. Patient recovered. Investigator assessed event is not related to device and unlikely related to anti platelet medication. Sponsor assessed event is not related to device or anti platelet medication.